Event description:
This notification was opened for review due to an allegation the device was alarming for a service required alarm condition. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error codes indicating a therapy buzzer failure and a power buzzer failure occurred at the same time. The device's buzzer assembly was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported error codes indicating a therapy buzzer failure and a power buzzer failure occurred at the same time. The device's buzzer assembly was replaced to address the issue. The buzzer assembly was returned to the manufacturer's product investigation laboratory (pil) for additional evaluation. The pil technician states the component was placed on the multifunctional test station and it passed all testing. No alarms were noted. The technician concludes the buzzer assembly operates as designed.